Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), there were multiple occurrences where the heart lung machine (hlm) caused electrocardiogram (ECG) interference significant enough that it was visible as a waveform on other machines when the pumps were rotating. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The ECG interference had not been noticed when the system was plugged into an alternating current (ac) source and was only noticed when being operated during a cpb case.